Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of a loose bowel movement and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal was unknown. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and the patient had a loose bowel movement. On the same day the patient was hospitalized. The effluent was a straw color and the transparency was hazy in appearance. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with metronidazole, ciprofloxacin, buscopan and plasil. It was not reported if the patient had recovered from the peritonitis or the loose bowel movement. An opinion of causality was not reported for the events of peritonitis and loose bowel movement.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). No investigation activities were performed as no sample or product information was available and no use error was identified. The complaint is not confirmed and the assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow-up information (4jun2012): follow up was provided by a family member of the patient. On an unreported date, patient began dianeal pd2 and extraneal intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The dianeal and extraneal therapies were ongoing until the patient's death. On an unreported date, the patient experienced nausea, vomiting and peritonitis manifested by abdominal pain. On (B)(6) 2012, the patient was admitted to the hospital for nausea and vomiting. The patient was treated with a unspecified IV. On (B)(6) 2012, the patient was transferred to the intensive care unit(ICU) and was connected to respirator. The consumer reported that the patient had an accumulation of fluid in the lungs. On (B)(6) 2012, all medication was stopped except for dialysis. On (B)(6) 2012, the patient died. The outcome for the events of nausea, vomiting and peritonitis were not reported. The cause of death was unknown. It was not reported if an autopsy was performed. An opinion of causality was not reported for the events of peritonitis, nausea, vomiting, fluid in lungs and death. On (B)(6) 2012 product surveillance received additional information from local pharmacovigilance (pv). Per the local pv the cause of death was multi organ failure secondary to septic shock, hospital acquired pneumonia, and end stage renal disease secondary to diabetic nephropathy. The patient was on peritoneal dialysis (pd) modality continuous ambulatory peritoneal dialysis (capd). No further information was given at this time.